Manufacturer narrative:
The returned valve was patent. The valve was returned at pl 2.0 and was not adjustable; therefore reflux, pressure-flow and pre-implantation testing are precluded. The valve also did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. The instructions for use caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setting was unable to be changed with the stratavarius once implanted. The valve became detached from the proximal catheter and became infected. The valve was explanted and was flushed through. After flushing through the valve, it could be changed. It was thought that the valve may have been stuck due to the distance between the magnet and valve once implanted. It was stated that there was possible debris stuck in the valve which was removed with flushing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the suspected cause of the disconnection was poor surgical technique. The cause of the infection as unknown, but thought to be poor technique as well. Due to the disconnection, the patient experienced headaches due low intracranial pressure. It was noted the patient had numerous other comorbidities and was currently being treated as inpatient. The device was tested upon explant and it was performing correctly. The reporter believed the main issue was the disconnection, but also excessive distance between the magnet and valve to change settings when implanted.